Event description:
Customer contacted beckman coulter, inc. (Bec) and inquired whether the chloride (cl) electrode needed to be soaked before installing on the unicel dxc 600i synchron access clinical system. Bec customer technical support (cts) informed the customer that the chloride electrode did not need to be soaked. Customer reported that the (dxc 600i) generated six elevated chloride patient results so they thought of changing the electrode. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that they notified the doctor regarding the erroneous results. Customer reported that the doctor did not give any comments regarding any patient treatment changes. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Conclusion: customer did not request on-site service from bec. Root cause is unknown.